Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Sample received consisting of one cassette. The sample was received prior to use conditions with the original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. No damage, kinks or any discrepancies that could cause the failure mode were found. Sample was filled with 100 ml of water and connected to a pump to look for any unusual function. The sample was fully priming and connected without difficulty. The pump was set running and no alarms were activated. The sample was filled with 100ml of water and connected to a second pump. The sample was fully priming and connected without difficulty. The pump was set running and no alarms were activated. Failure mode could not be duplicated by functional testing. No actions taken due to complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.